Event description:
Additional information indicated the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator message related to the ipg for their lumbar scs system. An abbott field representative met with the patient and confirmed the issue. As a result, the patient may undergo surgical intervention.